Event description:
It was reported that the remote home monitoring issued an alert indicating the right ventricular (rv) lead threshold was greater than the programmed amplitude due to a low evoked response. At this time the rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).